Manufacturer narrative:
(B)(4).

Event description:
A report was received that during the trial procedure, after putting the first lead the patient had a panic attack on the table and the procedure was aborted. The patient was classified as having a pseudo seizure. The panic attack was not device related. It was believed that the patient was having a panic attack with the procedure itself. The patient was doing well postoperatively.